Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support (mcs) and experienced hemolysis. Over a two-day period, the patient had increased shortness of breath, activity intolerance, and lower extremity swelling and was readmitted for non-acute myocardial infarction cardiogenic shock (stage c). The impella cp was implanted for acute support with plans to escalate to an impella 5.5 device when feasible as bridge to recovery/consideration of left ventricular assist device. During impella mcs the following day, the patient¿s urine tea colored and concentrated. Concerns for hemolysis. Lactate dehydrogenase trended and elevated. Transthoracic echocardiography (tte) was being discussed for placement verification. Actions, if any, taken to manage the hemolysis was unnoted. However, later this same day the patient was successfully bridged to impella 5.5 as per the plan. The impella 5.5 mcs continued for approximately 12 days before being successfully bridged to the left ventricular assist device with a survived outcome. There was discussion contemplation at the time for right ventricular but not acted upon.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The clinical details state that "around 0600 urine became tea colored/concentrated. Loose concerns for hemolysis. Lactate dehydrogenase (ldh) trended and elevated. Transthoracic echocardiogram (tte) potentially later today for placement verification. No alarms or issues with the impella at this time." The data logs do not show any motor current or placement signal spikes or trends. Pump flows are stable and there are no positioning alarms. Due to lack of product returned and limited clinical details, the root cause cannot be determined. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.